Event description:
The customer reported the 9900 system would not boot. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The software was reloaded onto the system. The system was tested and operated as intended.